Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 47 mg/dl. Reportedly, the customer delivered a 12 unit bolus prior to the event. Bg was addressed by customer via consumption of carbohydrates. When customer arrived at the ER, bg levels were stable and customer did not require further treatment. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.